Event description:
The manufacturer's field service engineer (fse) reported review of the device diagnostic log indicated a vent inop condition due to air valve liftoff failure. There was no patient involvement.